Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue material in the air/water channel and the distal end cover has chip, burn and scratch. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The foreign material could not be analyzed as the substance was not available for sampling. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.